Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Off-label use: altered patient anatomy, related to (B)(4). Additional information received 29-nov-2020: can we confirm the wording used in the description of event was a pc stent was used in a situation where an uc stent would have been a more appropriate device; or was a pc stent was placed over an uc stent - overlapping stents? Neither. Normally a proximal stricture would require an uc stent, but due to altered anatomy, a pc stent was used as there was no risk of blocking side branches. The stent was placed in the remaining duct in the proximal hepatic duct. ( nb: a pc stent was used as there were no 6cm uncovered sems available on site. The patient only had one remaining stentable segment of liver which allowed for the use of a pc stent over an uncovered stent) once the stent catheter was removed, it was seen that the inner catheter had detached from the flexor. Fortunately, nothing was left inside the patient apart from the stent which was placed as required and planned. Please see attached photo. Patient outcome: no part of the device was left in patient - it was able to be removed. Did any piece of the device remain inside the patient¿s body? Yes. Please describe the object and how it was retrieved (if applicable):a section of inner catheter which detached from the flexor was removed from the patient by: simple retrieval with a snare. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Please specify additional procedure(s) and provide details: did the complainant inform of any adverse effect(s) on the patient due to this occurrence? No. Did the complainant inform that the product caused or contributed to the adverse effect(s)? No. Please specify adverse effect(s) and provide details: patient/event info - notes: how was the section of inner catheter which detached from the flexor removed from the patient? Simple retrieval with a snare. Was the directional button fully engaged? Yes. Did the red indicator move when the trigger was pressed? Yes. Did the red indicator continue to move after the delivery stopped? Not known. Were any cracking/popping sounds heard from the handle? None were reported. Was the stent partially exposed? No. If the stent was partially exposed, was it possible to recapture the stent fully before removal? The stent wasnt removed. No recapture was needed. Were any additional procedures needed? No. What is the patient outcome? No problems. The stent was placed as desired. The problem with this complaint was that after successful deployment of the stent, it was noticed that the catheter had broken. The stent was placed as desired and this problem did not contribute to any adverse issues for the patient. The staff and dr in this case are highly experienced. They use a lot of evo-b and we¿re surprised by this case. Prefix: evo. General questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during removal of the introducer. What endoscope type and channel size was used? Olympus 190 duodenoscope. What was the position of the elevator? Was it opened or closed? The elevator is manipulated as a matter of routine during the deployment of a stent. Usually, the elevator is partly opened during device removal. At no stage would the elevator been closed. Details of the wire guide used (diameter, type, make)? Acro-35-260. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. The stent was successfully deployed in the desired location. How long was the stent in the patient by the time this complaint occurred? A few seconds, as the problem occurred during withdrawl of the introducer. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a. Is the patient known to be covid-19 positive? No. Stricture information: what was the length and diameter of the stricture? <3cm very difficult to gauge stricture diameter. It is unlikely that stricture length or diameter contributed to the complaint. Where was the stricture located in the body? Common hepatic duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Not known specifically in this case, however, the staff were all very experienced with evo and know to check for and prevent kinks. Was resistance felt during insertion into patient? If yes, at what point? This was not reported as an issue in this case. Questions related to during stent placement: did the product fail during stent deployment or recapture? No. Was the directional button pressed during use? It was set in the ¿deploy¿ position. It was not set to recpature during the case. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. It was fully deployed. Was the yellow marker kept in view during deployment? No. It was an intra hepatic deployment. Are images of the device or procedure available? None were provided, only the picture of the broken introducer. Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Yes. Flouro as it was intra hepatic. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. Was the safety wire fully removed before removing the delivery system? Yes. Did any part of the product snag/get caught with the stent when removing the delivery system? The image showed the part of the introducer that broke off. It¿s impossible to ascertain whether it was snagged on the stent, or if something else had happened. Importantly, the stent was adequately placed and was not accidently repositioned during removal of the introducer, which suggests it was not snagged on the deployed stent. Was the introduction system recaptured prior to removing from the patient? No. Are images of the device or procedure available? Only the one of the broken intorducer, already sent. Questions related to during stent repositioning/removal n/a what instrument was used for stent repositioning / removal? Forceps, snare¿ was the lasso (suture) loop used during repositioning. Correspondence with rep to complete the complaint form, trackwise to be updated once the form is returned.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
This file is related to (B)(4) and (B)(4). Device evaluation: the evo-pc-10-11-6-b device of c1551440 lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review including IFU review: prior to distribution, all evo-pc-10-11-6-b devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1551440 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1551440; upon review of complaints this failure mode has not occurred previously with this lot #c1551440. The notes section of the instructions for use, ifu0057-5 which accompanies this device instructs the user" this device is used in palliation of malignant neoplasms in the biliary tree." There is evidence to suggest that the customer did not follow the instructions for use. As per medical advisor "device used in altered patient anatomy would be considered off-label use.¿ root cause review: a definitive root cause could be determined from the available information. Device used in altered patient anatomy would be considered off-label use. As per medical advisor "device used in altered patient anatomy would be considered off-label use.¿ summary: complaint is confirmed based on the customer's testimony. There were no adverse effects on the patient reported due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Device evaluation: the evo-pc-10-11-6-b device of c1551440 lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review including IFU review: prior to distribution, all evo-pc-10-11-6-b devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1551440 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1551440; upon review of complaints this failure mode has not occurred previously with this lot #c1551440. The notes section of the instructions for use, ifu0057-5 which accompanies this device instructs the user" this device is used in palliation of malignant neoplasms in the biliary tree." There is evidence to suggest that the customer did not follow the instructions for use. As per medical advisor "device used in altered patient anatomy would be considered off-label use.¿ root cause review: a definitive root cause could be determined from the available information. Device used in altered patient anatomy would be considered off-label use. As per medical advisor "device used in altered patient anatomy would be considered off-label use.¿ summary: complaint is confirmed based on the customer's testimony. There were no adverse effects on the patient reported due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Correction report is being submitted, g code to be updated to g07001.